Event description:
My daughter started using invisalign and we noticed about the same time that she had swollen lymph-nodes and a swollen and puffy face, as well as lips very dry, cracking and swollen. At the time we just thought she was sick, but now it's been a month and a week of using the invisalign and it is the same, if not worse. I am going to her orthodontist to get another alternative of braces because this is too big of a coincidence to ignore. We were never told of possible side effects and I am lucky to piece this together now rather than go through medical doctors and more health issues before ever knowing invisalign was the problem. Someone needs to do more tests and studies on this product. Our orthodontist is (B)(6). We started invisalign on (B)(6) 2012. Wore the product two weeks and put in a new set on (B)(6) 2012. This second set has been in till (B)(6) /2013. The third set was put in then on the 3rd of (B)(6) till today (B)(6) 2013. We are going to the orthodontist today (B)(6) 2013, to ask for other alternatives. The office there said that they have heard of pts experiencing allergic reactions to invisalign! Event abated after use stopped or dose reduced: yes.